Event description:
Boston scientific received information that this left ventricular (lv) lead displayed loss of capture and undersensing. The patient also experienced muscle stimulation. An x-ray was performed where the lead was noted to have dislodged. A revision procedure was to be scheduled for sometime in the future. There were no adverse patient effects reported. The lead remains in service.

Manufacturer narrative:
(B)(4). As of today, no additional information is available. Should additional information become available, this report will be updated.